Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported (B)(4) during surgery for lead migration, the lead broke just under the contact and physician was unable to get it out. The lead remains implanted in patient.